Event description:
It was reported that following a recent implant and discharge on (B)(6) 2025, the patient was re-admitted on (B)(6) 2025 with general malaise, discomfort and presyncope. An electrocardiogram showed bradycardia and atrioventricular block. Loss of right ventricular (rv) capture was suspected by the physician, high capture thresholds and inconsistent pacing was observed on the rv lead. Programming changes were made. The physician opted to implant a non-abbott lead without troubleshooting the original abbott rv lead which subsequently showed normal parameters values. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported events of failure to capture and sensing problems were not confirmed. As received, a complete lead was returned in one piece, with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures but found internal shorts between the conduction paths due to procedural damage to the inner insulation. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.